Event description:
The customer reported to olympus, the colonovideoscope button was leaking, the angle was insufficient and error e315 (image problem) occurred. These issues were found during preparation for use in a diagnostic enteroscopy procedure. The procedure was completed successfully using a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting.¿ if the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: the instrument channel tube had leakage, the angles were insufficient, the video connector was immersed, the leakage check label was discolored, the switches were worn, the light guide lens was damaged, the protector was damaged, and the objective lens was damaged. Olympus will continue to monitor field performance for this device.